Event description:
It was reported that the right ventricular (rv) lead exhibited elevated thresholds. The lead remains in use. The patient was a part of the uatp 2.0 clinical study. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the pace/sense portion of the patient's right ventricular (rv) lead was replaced with a new rv lead. The high voltage portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.